Manufacturer narrative:
Report provided to permobil claimed the wheelchairs motors became stuck while the end-user was attempting to exit their van. The end-user reported having pushed the joystick knob farther than they normally do in attempt to un-stick the motors. It was at that time the motors reportedly released where the end-user claimed hearing a loud crack sound, reportedly being the sound of a vertical break to their left tibia. Service provider relayed having evaluated the device around the timeframe of the event due to reports of difficulty controlling device, but no reports were provided to the dealer at that time alleging a device malfunction contributed an injury. Service provider reported not finding any irregularities with drive control but did replace drive motors at the end-user's behest. Permobil was unable to inspect the device at that time as only becoming aware, 8 months after the alleged malfunction. Suspect components (drive motors) were discarded in the field prior to permobil's awareness rendering evaluation impossible. With the limited information provided, the inability to inspect the device at time of incident, and the suspect components having been disposed prior to awareness, permobil is unable to confirm a product malfunction having occurred therefore, unable to reach a conclusion as to root cause of the event without speculation. The DHR was reviewed, and device was found to have met specification prior to distribution.

Event description:
Received report from end-user claiming while in process of exiting their van, claims the motors on the wheelchair had become stuck. When applying more directional movement to the joystick in attempt to move the device, the motors reportedly released causing the end-user to sustain a serious injury.